Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 589 mg/dl. Cause was not known. Customer administered manual injections to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.